Event description:
Boston scientific received information that during and change-out procedure with a non-boston scientific device and this defibrillation lead the non-boston scientific device was getting an open circuit measurement despite having the lead connected, reconnected, and troubleshooting. This lead had normal measurements with the explanted boston scientific device. However, initial pacing impedances with the pacing system analyzer (psa) was 500 ohms. The clip was moved to test the proximal coil and the measurement was > 4000 ohms. With the proximal coil port plugged in the non-boston scientific device the impedance measurement was 75-80 ohms. This issue and troubleshooting was discussed with boston scientific and non-boston scientific technical services. There was suspicion that something might have occurred during the change out or connection and that it was the physician discretion in regards to using the lead as a single coil or implant a new lead. It was later reported that the physician carefully inspected the lead and had found no damage. The physician was still considering the options.

Manufacturer narrative:
Information suggests this lead remains in-service. Resolution was requested from the field however, nothing further has yet been received. Should additional information become available this event will be updated.

Manufacturer narrative:
Our representative was not aware of this event and had nothing further to contribute.